Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. E.1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 3: it was reported that during blood draw for one patient using bd vacutainer® ultratouch¿ push button blood collection set, there was a hole in the tubing resulting in blood exposure and leakage in patient care area. The level of exposure, medical treatment or intervention was not reported.